Manufacturer narrative:
Submit date: 2017-08-23. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump powers off on its own.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump powers off on its own. The unit was triaged and the customer¿s reported condition was confirmed. Components that were found to be damaged were replaced including the main printed circuit board and the rotor. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.